Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with the device protruding out of the pocket. The device was explanted. The patient was put on antibiotics. The patient was stable before, during and after the procedure.